Event description:
The pt was ventilated via mask (niv non-invasive ventilation) by savina, which was working in CPAP/asb-mode. The mask was removed for a while and then put back to pt. After that, there was seen not flow from the ventilator, pt's heartrate and spo2 decreased. After pushing the device and shaking the oxygen hose the device worked normally.